Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology was damaged and caused a skin lesion on the puncture site when removed. As a result, the patient developed phlebitis, but no further information was provided. The following information was provided by the initial reporter: "problem of placing new catheters on peripheral venous lines. Aggressive catheters on the skin in people with a precarious venous capital with or without corticoids. A skin lesion has been observed at the puncture site with venitis when the catheter is removed. Recurrent problem in several patients. Greater risk of infection with and without venous thrombosis."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology was damaged and caused a skin lesion on the puncture site when removed. As a result, the patient developed phlebitis, but no further information was provided. The following information was provided by the initial reporter: "problem of placing new catheters on peripheral venous lines. Aggressive catheters on the skin in people with a precarious venous capital with or without corticoids. A skin lesion has been observed at the puncture site with venitis when the catheter is removed. Recurrent problem in several patients. Greater risk of infection with and without venous thrombosis."